Manufacturer narrative:
Date of event: unknown, information not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during product handling and prior to insertion of pcb00 21.0 diopter intraocular lens (iol) the end of the plastic cartridge was bent. Through follow up, customer account provided additional information confirming there was no patient contact and the procedure was completed successfully using backup lens with same model and diopter size. There was no patient injury, no medical complications, and no surgical intervention required. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: no deviations were found during the manufacturing process, the units were processed according to established procedures. There was no discrepancy found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. The search in the complaint history revealed that no other complaint has been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.